Manufacturer narrative:
Additional information: b5, d9 the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that shortly after starting a second xlung kit for extracorporeal membrane oxygenation (ECMO) support, the patient¿s arterial oxygenation (pao2) was 67.5 mmhg. Following 90 minutes of support, it decreased to 58.9 mmhg. The patient was switched to competitor product. The patient had influenza and mrsa. The oxygenator was received by xenios for product evaluation. There was no indication of resulting patient serious injury.

Manufacturer narrative:
Additional information: d4, h3, h4 plant investigation: no non-conformity was observed during the manufacturing process. No other similar complaint has been reported concerning this batch number. The complaint sample was received on march 4, 2026. The oxygenator had been rinsed prior to shipping, and there were no visible blood residues in the oxygenator. No visible external defects were detected. Testing of the gas exchange performance showed that the oxygen transfer rate was 38 ml/min (limit: 36 ml/min). And the measured transfer rate for carbon dioxide was 114 ml/min (limit 111 ml/min). It was determined that the measured gas exchange performance met the acceptance criteria. As the oxygenator passed performance testing, a definitive cause for the reported low oxygen levels could not be determined.

Event description:
A user facility reported that shortly after starting a second xlung kit for extracorporeal membrane oxygenation (ECMO) support, the patient¿s arterial oxygenation (pao2) was 67.5 mmhg. Following 90 minutes of support, it decreased to 58.9 mmhg. The patient was switched to competitor product. The patient had influenza and mrsa. The oxygenator was received by xenios for product evaluation. There was no indication of resulting patient serious injury.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that shortly after starting a second xlung kit for extracorporeal membrane oxygenation (ECMO) support, the patient¿s arterial oxygenation (pao2) was 67.5 mmhg. Following 90 minutes of support, it decreased to 58.9 mmhg. The patient was switched to competitor product. The patient had influenza and mrsa. The oxygenator was available for product evaluation. There was no indication of resulting patient serious injury.